Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient had low voltage advisory alarms from the system controller. The battery clips and the batteries were exchanged but did not resolve the issue. The system controller was then exchanged which resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory and power cable disconnect alarms were confirmed via log file analysis; however, the alarms were not reproduced during evaluation of the heartmate 3 system controller (serial number (B)(6). Review of the log files revealed the pump operated at the set speed without issue while connected to the driveline. Throughout the file, while connected to 14 volts batteries, intermittent power cable disconnect and low power advisory alarms were active due to relative state of charge (rsoc) invalid on both the white and black power cables. These faults activated due to the respective rsoc voltage associated with the white and black power cable voltages being outside the expected voltage range. The alarms were not associated with power source exchanges and quickly resolved each time. On (B)(6) 2026 at 13:23:55, the driveline was disconnected for controller exchange. Events captured after 30mar2026 were consistent with preliminary testing after the controller returned. No other notable events or alarms were active in the log files. The system controller was functionally tested with the returned associated battery clip sets and passed all steps without issue. The controller was connected to a mock circulatory loop and was able to operate the system as intended for extended duration. No power cable disconnect or low voltage alarms were reproduced throughout testing. Provided information stated that exchanging the controller resolved the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and the heartmate 3 IFU section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook, section 6 ¿caring for the equipment¿, and the IFU, section 8 ¿equipment storage and care¿, explain how to care for and clean all equipment, including the system controller, batteries, and battery clips. The patient handbook, section 10 ¿safety checklists¿, and the IFU, section e ¿safety checklists¿, provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.